Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with purulent drainage at the implant site. An incision and drainage was performed and the patient was treated with antibiotics. Bacteremia was suspected. The patient was then switched to a different antibiotic. However, the infection continued and the cardiac resynchronization therapy defibrillator (crt-d) system was explanted and later replaced. No further patient complications have been reported as a result of this event.